Event description:
A male healthcare worker experienced irritation and itching after contacting moisture on the outside of peel pouches processed in a completed cycle. The worker was evaluated in the emergency dept and was prescribed a burn cream. The symptoms resolved within 6 hrs. The vaporizer plate was intact. The vaporizer plate was in place.